Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be fractured at the rigid layer. Paddle discoloration was noted and compression damage was observed on both segments of the lead. All wires were broken. The lead was returned with some tissue attached to it, as well as the anchors. The lead was subjected to functional testing and all channels failed the continuity test. Stress testing was not performed since all wires were broken. Conclusion: the cause of the reported event was confirmed. All wires were broken in the paddle section of the lead. The paddle's rigid layer was fractured and all wires were broken at the rigid layer fracture site. It is unk what caused the rigid layer fracture and the broken wires. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's electrodes had invalid impedance and the pt was unable to feel stimulation on several contacts. The doctor decided to replace the pt's lead with a new one. The pt is currently doing well.